Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument associated with this complaint and completed investigations. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state and the instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The sureform 45 stapler instrument was tested in-house using a sureform 45 gray reload, and the instrument initialized, clamped, fired, and unclamped without any issues. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional with no problems detected.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a partial fire occurred when a sureform 45 white reload was fired with a sureform curved-tip 45 stapler instrument. During lung resection, the customer was stapling across the pulmonary artery when in the middle of the firing, the stapler stopped working. The staples engaged up to the point of the knife blade. There were no malformed or unformed stapes, no visual exposure of the blade, and no tissue was stuck to the reload. The customer reported staples missing from the staple line there were no holes or gaps within the staple line. There were no error messages. The customer reported that minimal bleeding was observed but unexpected. No blood transfusion was required. However, the following information is unknown: the source and cause of the bleeding, the estimated blood loss associated with the bleeding, and what medical intervention (if any) was rendered due to the complication. A new stapler was installed and the procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 white reload to perform failure analysis. The stapler reload was analyzed and found to have the knife exposed within the knife track. The knife was exposed towards the middle of the returned reload. No cartridge or blade damage was confirmed. The sureform 45 stapler instrument was not returned. A review of the stapler logs show the sureform 45 curved-tip stapler instrument (lot #k10250911-0337), was installed on the system 12 times and fired 12 sureform 45 reloads (3 blue, 2 white, 2 blue, 4 green, 1 blue, in that order). On installs 1-3, 5-8, 10 and 12, the first clamps were successful, and the firings were each completed. On install 4, the first clamp was successful, but the firing was interrupted by a fault. System logs showed an error code at the same timestamp as the failed firing attempt, indicating the fault contributed to the failure. On install 9, the first clamp was incomplete. The next clamp was successful, and the firing was completed. On install 11, the first clamp was successful, and the firing was completed. After the 12th install, the instrument was removed and not used in the procedure again. There were no additional stapler related errors in the system logs.